Event description:
The peritoneal dialysis (pd) patient reported a supply line blocked message on the liberty cycler during his pd treatment. The patient cleared the alarm. The patient was draining only 5ml per 30 seconds. After troubleshooting, the patient mentioned having a fluid leak the past 3 nights and he believes it was the pd bags. The cycler was replaced.

Manufacturer narrative:
A clinical investigation was performed. During a follow-up call, the pd nurse stated that the patient had used the cassettes out of the same box for the 3 treatments where a fluid leak occurred. The nurse did not know if there was a hole, tear, or crack. The patient used another box of cassette without any further problems. Patient did not develop complications as a result of the fluid leaks. The actual device was returned to the manufacturer for evaluation and a product investigation was performed. A visual inspection was performed and there was no visible evidence of dried fluid underneath the mushrooms heads or inside the cassette door. The device passed a mushroom head check. A simulated treatment was performed and m65 scale reading error alarm occurred during fill 1. The load cell mounting bracket was misaligned. The treatment continued and completed without alarms. The system air leak test and a valve actuation test passed. Further evaluation found no device malfunctions that would have caused the reported fluid leak event. A batch record review was conducted for evaluation and confirmed there were no deviations or non-conformances during the manufacturing process. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed by FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.